Event description:
It was reported when using the bd preset¿ syringe with attached needle customer found the plunger stopper was broken. The following information was provided by the initial reporter. The customer stated: "the medical staff unpacked the outer package of the arterial blood sampler and found that the plunger stopper was broken, and immediately replaced it with a new arterial blood sampler for use."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to broken plunger stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.